Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that during a case preparation, the automated impella controller, (aic) had a purge system open alarm. A replacement loaner was sent to the facility. No patient is involved.

Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported failure mode was unable to reproduce. The software team was able to confirm that the reported issue was due to a software defect. The root cause of the persistent purge system open alarm was a software defect.